Event description:
It was reported that the pump exhibited a bubble downstream occlusion. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement, and no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.